Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead has been exhibiting noise for the past several years. As no oversensing or loss of capture were ever observed, the ra lead remained in service until the device was replaced. During a device change out, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.